Event description:
The date that the generator replacement surgery was performed was identified.

Event description:
It was reported that the pt had been hospitalized for status epilepticus and requested a battery life calculation be performed. It was estimated that the generator had -0.25 years until end of service. The physician stated that the vns is not indicating eri = yes however, he does believe that the seizures may be due to the battery nearing end of service and would refer the pt for battery replacement. The physician stated that the most recent system diagnostics gave a dcdc=0 but no previous systems diagnostics are available. The vns generator has been replaced however, the exact date of replacement has not been provided.